Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 17148915, model/catalog description:artisan lead 50 cm. Model number/catalog number:sc-1132, serial number: (B)(4), batch/lot number: 17349741, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain on the side of the lead. It was also noted that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively.